Event description:
Customer states this ultrasound unit gives inconsistent readings. Some of the post-op results have come out myopic, some are hyperopic, and some are fine. The doctor said this problem started several years ago, and he has performed one or two explants to correct the problem. The customer was unable to provide specific pt or date info. After the new lenses were implanted the pts had satisfactory outcomes.